Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(6).

Event description:
It was reported that a female cat underwent a spay procedure on an unknown date in 2023 and suture was used for midline incision closure. The cat experienced a strong inflammatory reaction within one day of wound closure including suture breakage which required revision surgery with another suture. No further information was provided.